Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Other device used: catalog #00801803601, versys hip system femoral head, lot # 61199461, (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that after the constrained liner and locking screw were implanted, the femoral head refused to remain engaged in the liner when the leg was put through range of motion and that it particularly dislocated while in external rotation. The surgery was delayed by 30 mins.